Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter ac*t diff hematology analyzer. The customer stated that the white blood cell (wbc) baths were overflowing and was not draining at all. The volume of the leak was about 5 ml and was not contained within the instrument. Bec customer technical support (cts) attempted to troubleshoot the leak with the customer via telephone; however, was unable to fix the leak. The customer attempted to activate the pinch valve lv14 and to function the drain. The customer stated there was fluid in the bath itself but did not see any obstruction under the fitting. Cts recommended for the customer to initiate a service request since they were unable to determine the cause of the leak. The customer was wearing proper protective equipment (ppe) consisting of gloves and goggles during this event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated.

Manufacturer narrative:
To date, the customer has not requested service to be dispatched. Several attempts have been made to contact the customer for follow up but they have not responded. The cause of the leak is unknown. The customer has not requested for service to check the instrument. (B)(4).